Event description:
Clinical study. It was reported that 409 days after a coronary artery drug eluting stenting procedure, the pt had a stent thrombosis (st) and required a target vessel revascularization (tvr). The pt presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a 95% stenosed, 4.0x24mm, de novo lesion in the mid right coronary artery (mid rca) with predilation and stenting of a 4.0x32mm taxus express2 drug eluting stent. The lesion was post-dilated. Residual stenosis was 0%. Medications given were heparin, gpiib/iiia inhibitors and aspirin. The pt was discharged the next day on aspirin and plavix. About 409 days post index procedure, the pt presented with chest pain, non-st elevation mi with elevation in troponin, but not localizing ECG changes. Diagnostic angiography showed definite st. Resistance to balloon inflations suggested probable in-stent restenosis associated with st. The aspiration thrombectomy was performed, but unsuccessful. The lesion was treated with predilation, deployment of two non-bsc drug eluting stents and post-dilation. The final result was satisfactory, though with some persistent stent underdeployment. The event was resolved the same day. The physician assessed this event as definitely related to the taxus stent.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.